Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) re-evaluated the following event reported in the previous follow-up MDR and determined that the failure mode is not a MDR reportable malfunction. Therefore, omsc retract MDR report of the following event. Leak at the forceps elevator mechanism damage in the bending rubber omsc could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown. Omsc surmised that missing adhesive around the light guide lens was occurred the following cause. Based similar complaint, the event may have occurred by the user handling before/after procedure, such as hitting/dropping the distal end. It may have occurred by deterioration of glue due to chemical solutions used at reprocessing as well. Omsc surmised that brownish deposits around the light guide lens was occurred the following cause. The event may have occurred by the user handling before/after procedure, such as hitting/dropping the distal end. It may have occurred by deterioration of glue due to chemical solutions used at reprocessing as well, which generated gap at lg glue and caused accumulated foreign object and/or corrosion.

Manufacturer narrative:
Correction: type of report (b-1). Event problem (h-6). Narrative: this supplemental report is being submitted to provide additional information. Olympus was informed from the user that there were no adverse event or injuries occurred. The user requested maintenance of the subject device, but there seemed to be a misunderstanding. The user asked olympus to verify the stiffness of the subject device as the subject device was replaced with a similar one because of difficulty in approaching the duodenum during a procedure. The subject device was returned to olympus europa se & co. Kg (oekg) and inspected. No defect could be detected in the insertion section from the stiffness perspective. During the inspection, oekg found leak at the forceps elevator mechanism, missing adhesive and brownish deposits around the light guide lens, and damage in the bending rubber. Oekg considered that the subject device was likely to be repaired by a third party repair company. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There was no service record for the subject device.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The insertion tube of the endoscope was too soft and the physician had difficulty approaching the duodenum. The insertion tube formed curvature in the stomach and caused an injury because the curved insertion tube was rubbing and compressing the mucosa. A clip was used for treating the rupture and breach. The procedure was extended approximately 30 minutes because the customer had to change the device to olympus 145 series endoscope.